Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was caused by drawer failure. A field service engineer replaced the inseparable magnet to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, drawer failed causing a delay in dispensing medication the customer stated that the malfunction occurred when user trying to issue medication for the patient. However, there was no patient harm reported. There were no adverse events or injuries reported based on this event.